Event description:
Customer reported a number (thought to be four) of 260161 circuits leaking during use, all believed to be from batch 1900033276. A video is attached showing the leak. We have recovered two failed/leaking circuits and the remaining six circuits they had on hand from the same batch and will create an rga to return these to you for further examination and testing. The customer also reported that on at least one occasion the water chamber filled very quickly and a high water alarm sounded within a few minutes of connecting the circuit to the patient - the nurse (who by this time was on the other side of the bed) observed water travelling up the inspiratory limb and immediately disconnect the circuit, the water from the limb was released over the patients chest but could have, without prompt intervention, have entered the patients airway. We are obtaining the device logs in order to establish the timing of these events and will attach them in due course.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 1 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The failure was not reproductible. The root cause could be the water auto-feed mechanism defect to water level high alarm. In consequence the adult dual limb breathing set was replaced and the issue was solved. No information available after repair. There was no patient or user harm.